Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed a lot of air in the infusion set tubing during the fill tubing process. During troubleshooting, the customer confirmed that the luer lock connection was not straight and insulin was leaking. After the customer disconnected the infusion set tubing and re-connected, the customer was successfully able to resume insulin delivery. Customer acknowledged that the issue was due to use error. Customer's blood glucose was 216 mg/dl.